Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and replaced a vacuum valve. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from two patient samples tested on the cobas pro c 503 analytical unit. Patient sample 1 on (B)(6) 2025: the initial result was 2.37 mg/dl with a data flag. On (B)(6) 2025: the repeat result was 87.3 mg/dl or 86.9 mg/dl. Patient sample 2 on (B)(6) 2025: the initial result was 6.88 mg/dl with a data flag. On (B)(6) 2025: the repeat result was 98.9 mg/dl.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA/510k (premarket numbers) were updated. The investigation excluded reagent issues, as no further cases were reported and a correct rerun was performed with the same reagent. The alarm log showed frequent aspiration alarms. The field service engineer confirmed that the analyzer was performing according to specifications. The investigation determined the event was due to a preanalytic issue at the customer site (frequent aspiration alarms). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.